Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported that the omnipod system, operating in modified closed-loop mode, delivered insulin in response to elevated cgm readings (250-275 mg/dl). However, the patient expressed concern that these cgm values were inaccurate. As a result, the patient experienced hypoglycemia requiring emergency intervention; however, treatment information was not provied. At the time the report, the patient was stable. Data was evaluated for (B)(6) 2025 and the allegation was undetermined. The probable cause could not be determined via data. Data was evaluated for (B)(6) 2025 and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 7 of 8 reports for the same patient. Related records: (B)(4).